Event description:
A us distributor reported that a monitor response buttons were not functioning.

Manufacturer narrative:
During investigation of the monitor for an unrelated issue, a reportable malfunction was found. The monitor was unable to complete essential performance testing. Upon evaluation, the front response button was contaminated. The cause of the inability to activate the monitor is the contaminated response button. The root cause of the contaminated response button is liquid ingress of an unknown contaminant. Lifevest patient instructions for use remind and warn patients not to expose the lifevest electronic components to liquids. There were no adverse events associated with the monitor malfunction.